Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
The inital medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).